Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic with intermittent pectoral and diaphragmatic stimulation. The patient was then sent to the emergency room. Upon interrogation, the right atrial sensing and capture threshold measurements were not able to be obtained. Chest x-ray confirmed lead dislodgment and the lead was disabled. On (B)(6) 2017 the right atrial lead was explanted and replaced. The patient was stable post-procedure.